Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 29) with multiple cartridges during the load process. The customer's blood glucose was not impacted. Customer confirmed that an alternate method of insulin delivery was available.